Manufacturer narrative:
(B)(4). Analysis of the returned device shows that the eyebolt is broken at the root of the thread. The broken surface is brittle and typical of an excessive force applied during tightening of the nut. No pre-existing defect was found at the level of the damage. The breakage is consistent with excessive torque applied during tightening of the central nut. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the locking mechanisms (center nuts) on the crosslinks were broken during tightening. The crosslinks were replaced and the procedure was completed. No patient complications were reported.